Event description:
The lead was later returned for analysis.

Event description:
Additional information was provided that a lead revision procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited oversensing on the rv channel, which resulted in pacing inhibition and symptoms of wooziness for this pacemaker dependant patient. It was noted that the device was previously programmed to most sensitive due to a history of ventricular fibrillation (vf) episodes with big/small phenomenon. Impedance and threshold measurements were noted to be good. Boston scientific technical services (ts) noted that it appeared to be myopotential oversensing and could be due to the device being programmed to most sensitive. The lead was scheduled to be explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned in two segments; severed approximately 11 centimeters (cm) from the is-1 terminal pin. The trilumen insulation was missing 11 to 21.5 cm from the is-1 terminal pin. The extracting stylet was returned stuck in the distal segment of the lead. Resistance and pressure tests were completed on the returned lead segments to assess lead electrical performance and insulation integrity. Measurements on the proximal segment were within normal limits. Measurements were unable to be taken on the distal segment due to the extracting stylet in the lead; however, an x-ray of the lead did not reveal any fractures. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the returned lead segments did not reveal any abnormalities.